Event description:
Pt is having pain in his left knee, pt said left knee is bone on bone, he has been getting cortisone injections every 3 months and last time his dr had to drain 78cc of fluid off his knee, he said his right knee is half bone on bone, he has pain in this right knee as well. Dr said he will need to replace both knees, but he had a shoulder replacement surgery in january. Dr is holding off on the knee surgeries due to his prior shoulder one. Pt has also had a neck surgery. (B)(6).